Event description:
The customer called braun thermoscan's 1-800 number reporting high temperature readings. Her daughter had recently been ill with the flu and strep. The day she learned her daughter was ill, the child was with the babysitter. The child went down for her nap early, and when she awoke about an hour later, she was "burning up." By this time, the customer had returned home. She used the ear thermometer and obtained a reading of 102.8 degrees f. She took her daughter to the emergency room, where about 10 minutes later, an axillary reading of 101.1 degrees f was obtained. Approximately 10 minutes after the axillary reading was taken, the child experienced a seizure in the mother's arms. The emergency facility sent her to the hospital downtown. At the hospital, a rectal reading of 103.4 degrees f was obtained. A blood sample was drawn, which showed the child had a blood infection. The child was sent home, and the parents were told to monitor her. Each day, they were to take the child's temperature when she woke up. If the reading was high, they were to give her an injectable medication. When the child awoke each morning, the parents would use the ear thermometer to take her temperature. The customer reported that they would typically obtain a reading around 102 degrees f, and therefore administer the injectable medication. The parents would also give the child a dose of ibuprofen and call the dr. By the time they took the child in, the dr would obtain a normal temperature reading, assuming that the ibuprophen had brought the fever down. On day four of the illness, the hospital found out that the child never had a blood infection. They explained that on the surface of the skin, there is a certain amount of bacteria, and they now believe that when the sample was drawn, it was contaminated. During a f/u call, the customer reported their daughter is much better.